Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 300 mg/dl while wearing the pod between 36 and 48 hours. Upon realization of high bgs, the pod was removed from the infusion site (abdomen), and it was observed that the pod's cannula was bent. As treatment, the patient manually injected insulin, and a new pod was applied.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.